Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the customer file that includes the results being questioned was reviewed. The alinity m run was valid, met assay specification requirements, and no error codes or flags were displayed for the positive control or negative control. Sample ID (B)(6) was positive for sars-cov-2 on the alintiy m run performed on 11/01/2020. However, the internal control was out of range and the sample was flagged to notify the technician that the sample requires further review. Sample ID (B)(6) was reported as negative for sars-cov-2 on the follow-up alinity m run performed on (B)(6) 2020. The internal control and cellular control was valid for sample ID (B)(6) on the follow-up alinity m run performed on (B)(6) 2020. There is no indication that alinity m sars-cov-2 amp kit (list 09n78-090) lot 511505 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 511505 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 511505. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 511505 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers. Complaint history review: the lot specific complaint history review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 511505 did not identify any additional complaint tickets related to discrepant results. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 511505 was not identified.

Manufacturer narrative:
Elevated complaint investigation has been initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer observed a sample that generated a positive result with an unusual curve shape when running the alinity m sars-cov-2 assay. The customer retested the sample once on genexpert and once on the alinity m sars-cov-2 assay and the results were negative. Sample that presented discrepant results was processed on the (B)(6) 2020. The false positive result was not released to the patient; therefore did not impact patient management. This incident is being reported to FDA because the incident occurred in (B)(6)using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.